Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer's site. The fse performed a precision study and noticed intermittent mixer motor rotation for the dilution pot (d pot) sample mix. The fse proceeded to replace the motor to resolve the issue.

Event description:
The customer reported obtaining erroneous sodium results for multiple patients from the au5800 clinical chemistry analyzer. The customer stated that the results were released out of the laboratory. However, there was no report of injury or change to patient treatment in connection with this event. The customer reported noticing a bias of 3.5 mmol/l in the quality control recovery for sodium between the two cells (cell1 and cell2) of the ion-selective electrode (ise) unit of the au5800 clinical chemistry analyzer. The customer repeated multiple patient samples which were originally ran on cell2, on cell1 of the ise unit and discovered two (2) discrepant sodium results. The customer did not report an issue with any other analytes and provided beckman coulter with the sodium results for the two patients.